Manufacturer narrative:
Analysis of the pump ((B)(4)) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-26, additional information was received from an healthcare professional (hcp) via (B)(6). Additional information reported the patient's lioresal was 2,000 mcg/ml, 951 mcg/day. It reported on (B)(6) 2019, the pump alarmed. The patient was seen urgently and logs demonstrated motor stall. Side port accessed to determine patency (for dosing plan). The patient was admitted on (B)(6) 2019 and surgery occurred the same date. The patient was treated with oral baclofen and valium. Pump temporarily delivered one time bolus dose. The pump was replaced within 14 hours of the critical failure and drug was restarted. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-04, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 651.4 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The pump did contain gablofen (3,000 mcg/ml concentration) previously. It was reported a motor stall occurred on (B)(6) 2019 at 3am. The stall was confirmed via pump status and/or event log report. The pump and proximal end of the catheter were replaced on (B)(6) 2019. The patient was getting "tighter" but no other symptom yet. The issue was resolved at the time of this report. The patient's status was alive, no injury.